Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6) batch: 2000018132.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). It was also stated that the patients spinal cord stimulation (scs) lead had migrated. The patient underwent a procedure wherein the ipg was replaced and the lead was removed. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility and will not be returned.